Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. On the (B)(6) 2023, the patient felt pain in their arm where the sensor had been inserted. On the (B)(6) 2023, the pain remained and became stronger and the patient felt that there was a foreign object in the arm. On (B)(6) 2023, the patient consulted a doctor and an x-ray was performed on the same day. It was confirmed that the sensor wire was in the patient´s skin. On the (B)(6) 2023, the patient underwent a surgery and the wire was removed. They used local anaesthesia and the patient was discharged on the same day. The treatment provided to the patient was oral novalgin (pain killer; metamizole) and at the time of the report he was feeling good but could still feel the pain. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.